Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled, "septic dislocation of hip after cephalomedullary nail fixation of intertrochanteric fractures of femur: a case report", by (B)(6), md, et. Al., published in jbjs case connect. (B)(6) 2021;11(2). Doi: 10.2106/jbjs.cc.20.00242. Pmid: (B)(4) was reviewed. Authors reported on three separate cases of rare septic hip dislocations following cephalomedullary nail fixation of intertrochanteric fractures of the femur (cnf), all treated ultimately with antibiotic spacers. Septic hip arthritis and compromised hip abductors can contribute to dislocation of the hip after cnf for intertrochanteric hip fractures. The authors present a treatment plan to address this rare complication to control infection and optimize hip function. The first reported case did not involve any known (B)(6)products. Case number 2 involved a (B)(6), morbidly obese woman, who after having been treated for her left intratrochanteric femur fracture with a cephalomedullary nail with helical blade, presented with a failure of her implant due to the helical blade having been errantly implanted adjacent to the cephalomedullary nail (rather than through it)resulting in an unstable construct. She underwent an additional cephalomedullary nail using a different system. She developed urinary and colon infections during her hospital stay. 11 months later, she developed heterotopic ossification and deep infection, showing evidence intraoperatively for subluxation and septic arthritis. She was debrided at that time. Then, following a post-operative dislocation, she was treated with placement of a depuy prostalac articulating antibiotic loaded spacer. A month after placement of her spacer, she fell and sustained an intraarticular left distal femur fracture, which was treated with a short, locked lateral plate to avoid any residual infection toward her hip joint. She has elected to permanently retain the spacer rather than have it revised to definitive arthroplasty components as the spacer is stable, she is ambulating, and there is no evidence of loosening. She remains on lifelong oral antibiotic suppression therapy two years later. Case number 3 involved a (B)(6) woman with copd and diabetes, who fell and sustained a left intratrochanteric femur fracture, treated with cfn. 9 months later she was treated with a cfn exchange and debridement with bone grafting to address fracture non-union. She developed purulent drainage following this, and after multiple subsequent surgical debridements, received a temporary and then final definitive antibiotic coated cephalomedullary nail 15 months after her index procedure. 4 months later she presented with a non-union and dislocated hip with osteomyelitis changes to the proximal femur and septic arthritis. She underwent debridement and placement of a depuy prostalac articulating antibiotic loaded spacer. At three years from her original index cnf surgery, she has elected to permanently retain the spacer rather than have it revised to definitive arthroplasty components as the spacer is stable, she is ambulating, and there is no evidence of loosening. She remains on lifelong oral antibiotic suppression therapy. As only case 2 presented with an adverse event associated with the depuy products, it alone will be addressed in this complaint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and no indication of a product defect was found. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.